Event description:
It was reported that when loading the filter into the delivery catheter (dc) pod with the torque device of the large emboshield nav 6 embolic protection system (eps), the tip of the dc pod was noted to become bent. Therefore, the filter could not be loaded into the dc pod. The eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another large emboshield nav 6 eps was used in the procedure. Return device analysis found one of the support structures of filtration element was separated (still in one piece). The account confirmed that the separated support structure was noted during preparation. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported damage to the delivery catheter and filter support structure was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and damage to the filter support structure preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.